Event description:
It was reported that pt reports an elevated cobalt level in blood. Pt has no physical symptoms. However, she is following up with her surgeon and will continue to have her cobalt levels monitored.

Manufacturer narrative:
The pt is (B)(6). At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. It was indicated that the device is not available for eval, as it is still implanted. Additional info has been requested and if received, will be provided in a supplemental report.